Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that on (B)(6) 2012, the patient started vomiting uncontrollably and at that time, noticed that he was not feeling stimulation. The patient tried to increase stimulation but he was not able to feel anything. The reporter indicated the patient experienced a loss of therapeutic effect and did not feel any stimulation when it was turned up. The patient had not had any falls or trauma. Additional information received approximately 2 weeks later indicated that the patient did not have concerns with his device or therapy and his device was replaced on (B)(6) 2012. It was also noted that the patient was still having concerns with his device or therapy and was scheduled for a follow-up appointment with his healthcare provider (hcp). It was unclear if the patient still had concerns with his device or therapy.